Manufacturer narrative:
The customer requested just a replacement bezel assembly with no engineer evaluation. The customer was shipped a new bezel assembly. The device remains at the customer site.

Event description:
It was reported to philips that the device's monitor does not have a wave. There was no reported patient involvement/adverse patient impact.